Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, missing end cap sticker and a loose and protruded drive support disk was noted during the visual inspection. The insulin pump was unable to prime during the prime test and alarmed for a motor error alarm during the basic occlusion test due to the loose and protruded drive support disk.

Event description:
The customer reported that the drive support cap popped out of his insulin pump and insulin began to shoot out. The customer's blood glucose was 300 mg/dl. The customer stated that he never touched the drive support cap. He was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).